Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR during pre-repair assessment performed by a technician, functional testing was performed and revealed excessive noise level. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
The customer returned the device reporting the hand piece was doing excessive noise. This is report 1 of 1 for (B)(4).